Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during insertion, the serter did not release the sensor. Customer stated that she had to manually pull it back out and when she did the needle detached. Customer was not able to use that sensor but was able to insert a new one. Customer does not recall any significant events leading to the error. Customer's blood glucose was 124 mg/dl at the time of incident. Troubleshooting was done for serter and customer was advised on proper insertion techniques. The customer was advised that the device would be replaced and to return the product for analysis.